Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.5x28mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.5x28mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. Device evaluated by manufacturer: returned device consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the balloon and inner lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed complete fracture in the hypotube located 68.5 cm from the tip of the device, with numerous kinks in the hypotube. The fracture faces at the separation were ovalized, consistent with being kinked prior to separating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported fracture was confirmed.